Event description:
The customer reported stated the device had ¿interruption of communication or power between pc unit and modules¿ and ¿apparent damage or corrosion to the iui connector¿. There was no reported patient involvement.

Manufacturer narrative:
The reported issue that the lvp module interruption of communication or power could not be confirmed; no product or device logs were returned for investigation. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record showed the device had a manufacture date of 08oct2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had ¿interruption of communication or power between pc unit and modules¿ and ¿apparent damage or corrosion to the iui connector¿ issue. There was no reported patient involvement.

Manufacturer narrative:
The reported event of device having an interruption of communication or power was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 08oct2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the lvp module had an interruption of communication or power could not be confirmed; no product or device logs were returned for investigation. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported, that the device had ¿interruption of communication or power between pc unit and modules¿. And ¿apparent damage or corrosion to the iui connector¿ issue. There was no reported patient involvement.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. No device will be returned per customer.

Event description:
The customer reported stated the device had ¿interruption of communication or power between pc unit and modules¿ and ¿apparent damage or corrosion to the iui connector¿. There was no reported patient involvement.